Manufacturer narrative:
(B)(4). It was reported that a patient experienced sterile peritonitis (previously reported as peritonitis) coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent, nausea, and abdominal pain. It was reported the patient was on gentamicin (dose, route, frequency, and duration not reported). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized for the event and treated with intraperitoneal (ip) ceftazidime and ip vancomycin (doses and frequencies not reported) for peritonitis. Five days later, the patient was discharged from the hospital. Dianeal therapies were ongoing. The patient was reported to have recovered from the event. No additional information is available. This is report 1 of 4.

Manufacturer narrative:
(B)(4).the reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).